Manufacturer narrative:
(B)(6). PMA/510(k)#: p100022/s001. The incident meets criteria for FDA MDR reporting based on the reporting malfunction precedence established for this product family for stent fracture regardless of patient outcome. The ziv6-35-125-6.0-120-ptx stent of lot number c778687 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. It is possible that difficult patient anatomy or patient¿s lifestyle could have contributed to this event. However, as no imaging was provided and due to limited information, a definitive root cause cannot be determined and no other comments can be made. As no imaging was available there is no evidence to suggest that stent fracture did not occur. Therefore the complaint is confirmed based on customer testimony. It may be noted that stent strut fracture is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. No adverse effects to the patient have been reported and no medical/surgical intervention was performed due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6) 2012: two zilver stents were placed in the right distal sfa with overlap. (B)(6) 2015: x-ray confirmed stent fracture (type I) in the proximal site of the stent. (The rpn or lot number of the fractured device(s) cannot be determined.) No further information has been provided. As it is unknown which stent specifically fractured separate reports have been submitted for both suspect devices. Reference also report # 3001845648-2015-00245.